Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. Implant was not placed. There was no report of patient injury. Expiration date: 05 jun 2023, UDI: (B)(4) and g4: 10 jul 2019. The reported device was not returned for evaluation. The reported condition of the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection was not confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events and 1 other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. Implant was not placed. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: patient identifier, age, sex, weight, ethnicity: not provided. Date of event: unknown. The reported device has not been received for investigation. An investigation will be completed, however. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the implant label did not match the implant inside the package. The label was for an internal connection implant. The implant in the package was an external connection. Implant was not placed. There was no report of patient injury.